Event description:
Customer reported via phone call to have moisture under display screen. Customer reported to have gone snorkeling and insulin pump went blank when exposed to moisture. Customer's blood glucose was 153 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Also, the insulin pump has moisture damage on the motor, vibrator, keypad and battery tube assemblies. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.